Event description:
It was reported that the patient was withdrawn from care on (B)(6) 2023 and passed away. The patient had a small left ventricle with extensive vascular issues. They had experienced many implantable cardioverter defibrillator (ICD) shocks and runs of ventricular tachycardia post implant operation. The patient was unable to be extubated or weaned from vasopressors. It was noted that the patient was at high-risk pre-operation. The patient had a history of arrhythmia pre-left ventricular assist device (lvad) implantation. The arrhythmia in this event was not obviously thought to be device or therapy related. It was noted that an ICD was implanted prior to lvad placement. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.